Event description:
It was reported that the patient presented for a new implant. It was noted during implant that the leads tested with good numbers. The right ventricular (rv) lead was inserted into the implantable cardioverter defibrillator's header, but high pacing impedance was observed. Attempts to verify the lead pin was fully engaged in the device header were made but the set screw wouldn't re-engage. The ICD's header set screw was believed to be stripped. The ICD was replaced. The patient was stable.

Manufacturer narrative:
The reported event of a stripped setscrew and of high pacing impedance was not confirmed. The device voltage was above the elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the right ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.